Manufacturer narrative:
Reference number (B)(4). Additional information: b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 it was reported the patient continues to have ongoing issues with a recurring stoma abscess. This is currently being treated with unknown oral antibiotics. The patient has been seen by medical and community nurses. Patient has had swabs to the area and a CT scan with no results provided. Cellulitis to the area was also noted but not currently an issue. No further information was provided.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had seen a physician twice in (B)(6) 2025 and was treated for an abscess around the stoma, treatment unknown. On (B)(6) 2025 it was reported the patient still has an abscess at the stoma site and is taking unknown oral antibiotics.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.